Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report : 20apr2020.

Event description:
It was reported that the ventilators port is working intermittently. The socket on vent the vam plugs into appears loose. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.

Manufacturer narrative:
G4: 04may2020. B4: 05may2020. Multiple attempts were made to obtain additional information on the event and for repair/service of the device but have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.